Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge to address the issue and continued to use current pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.